Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prometra ii 20 ml pump was explanted due to an infection. The patient alleging that the pump was not working. The patient felt as though the pump was not working, yet the physician reported that they thought the pump was operating correctly.

Manufacturer narrative:
Additional information: b3, (second address). Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue of the "pump not working" was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 97% efficiency. The alleged underinfusion could not be confirmed. In regard to the infection, the exact reason cannot be confirmed, but the nurse reported that the patient had been noncompliant and refused to take oral antibiotics after initial implant surgery.

Event description:
Rn called on (B)(6) 2020 to provide additional information. The patient claimed the pump was not working. The basic home infusion nurse visited the patient to interrogate the pump. There were no error messages noted. The physician performed a reservoir check and there was a discrepancy of 5ml. The physician believed it was the catheter because they performed a catheter dye study on 19/dec/2020 and very little amount of dye was in the catheter. The doctor wanted to perform a catheter revision as he did not do one at the initial implant (patient had prior pump). On (B)(6) 2020, the patient called complaining of visible redness around the catheter site (patient's catheter wrapped around their side) the patient allegedly had a fever of 100.5. The physician chose to remove the whole system due to the infection. The physician did not perform a culture and cannot confirm the reason for infection. Nurse stated that the patient had been non-compliant and refused to take oral antibiotics after initial implant surgery.

Manufacturer narrative:
Sus voluntary event report # mw5092582 was submitted by patient and received on 10/feb/2020. Internal complaint number: complaint- (B)(4).